Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and reported loss of communication between pump and transmitter . The customer reported blood glucose value of 33 mg/dl, and the hypoglycemic event was treated with glucose/carb intake and IV drip while admitted in emergency medical services. The event involved product(s) mmt-7040a, mmt-441ag, mmt-1884l, mmt-7841zn and mmt-342. Troubleshooting was performed for hypoglycemia. Customer was using the insulin pump within 48 hours of the reported event. Customer was using the auto mode feature at the time of the event. Troubleshooting was performed for loss of communication between pump and transmitter and issue is not resolved. Customer was advised to monitor the device. No further patient complications were reported. Mmt-7040a, mmt-441ag, mmt-1884l, mmt-7841zn and mmt-342 products were not expected return. Frn-mmt-342g-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer was not experienced hypoglycemic shock due to reported low blood glucose event.